Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient claimed that after sensor removal, patient could not locate sensor wire. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.